Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on the end effector broke, the cable diverted one of the branches. The number of remaining lives is 9. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.